Event description:
It was reported that the toilet seat flipped, causing claimant to fall into toilet and hit her back. Upon further investigation it was determined that the inciedent occurred in a hotel and the individual had multiple sclerosis for over 20 years.